Event description:
On (B) (6), 2010, the pt underwent a procedure using two gore tag thoracic endoprostheses to repair a thoracic aortic aneurysm. The physician had a difficulty to advance a gore introducer sheath with silicone pinch valve through the bifurcated graft (dacron y graft, 16x8mm) which was implanted in the abdominal area in (B) (6) 2010. However, the sheath did not go through, the physician decided to attempt the pull-through technique one more time to insert the sheath. The guide wire (unk) was advanced from the right brachial artery through the vascular graft at the brachiocephalic artery to the right femoral artery. When the physician pulled the guide wire forcefully, the pt's blood pressure dropped. It was found that the anastomosis site between the vascular graft at the brachiocephalic artery and the ascending aorta was ruptured. The rupture was surgically repaired, and the blood pressure was stabilized. The blood loss was less than one liter. The procedure continued and the two tag devices were implanted successfully, the pt tolerated the procedure.

Manufacturer narrative:
Method - a review of the mfg paperwork has been concluded. Results - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions - it was reported, the physician had a difficulty to advance a gore introducer sheath with silicone pinch valve ((B) (4)) through the already placed dacron y graft (16x8mm), but decided to attempt the pull-through technique to insert the sheath. The sheath od is 9.1mm; however, the graft diameter was 8mm. The gore introducer sheath with silicone pinch valve instructions for use state that the sheath should not be advanced or withdrawn if resistance is felt. Continued advancement or retraction against resistance may result in serious injury to the pt, damage to or breakage of the guidewire, catheter, or other device. Additionally, ilio-femoral access vessel size and morphology (e.g., minimal thrombus, calcium and/or tortuosity) should be adequate to a accommodate the required introducer sheath diameters using appropriate vascular access techniques (including surgical conduit, if needed).